Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00170: connector.

Event description:
A surgeon was implanting a polarus 3 nail into the humerus bone. The targeting connector was broken during the process and the broken tip was not able to be removed and was left implanted in the patient.